Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the scarring and skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has scarring from the pods. The pod was worn longer than 48 hours on the abdomen. The pod was discarded.